Event description:
A report was received that the patient underwent an explant procedure as the ipg moved over the spine and was causing more pain. It was also noted that the patient was swabbed for infection due to white chalky substance covering the ipg. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient had no infection and no antibiotics were given.

Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 13832277, model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure as the ipg moved over the spine and was causing more pain. It was also noted that the patient was swabbed for infection due to white chalky substance covering the ipg. The patient was doing well postoperatively.